Manufacturer narrative:
No errors were noted in event log for the echo v2 instrument. Based off results obtained and review of all reacting cells on all panels tested. Sample appears to be showing dosage for big e. However, unable to rule out compromised pouch of capture-r ready-ID lot number id368. No sample or product was returned to immucor for evaluation. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative reactivity with capture-r ready-ID on the echo v2 instrument.